Event description:
Philips received a complaint from the biomedical engineer customer on the v60 ventilator indicating that while servicing the device, it was observed that the brightness of the display is very low in the beginning but brightens up over time. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested philips to service the vent. The rse dispatched onsite service for repair.

Manufacturer narrative:
Multiple requests were sent to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.